Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 cervical trial scs leads with the same lot number. It was reported the pt experienced loss of stimulation post-operative due to lead migration. The trial ended and the pt will move forward with a permanent system.